Event description:
Customer reported that the insulin pump did not alarm low blood glucose. Customer stated that there was almost an emergency room visit for the low blood glucose. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.